Event description:
The customer reported vacuum and hemoglobin blank errors and less than one milliliter of fluid leaked from the white blood cell (wbc) bath during samples analysis involving the coulter act diff 12 analyzer. The operator was wearing gloves at the time of the event did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No erroneous patient results were generated. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed debris in the white blood cell (wbc) bath drain tubing through pinch valve pv15. The fse cleared the obstruction in pinch valve pv15 to resolve the vacuum error, hemoglobin blank error, and the fluid leak from the wbc bath. The fse also discovered a defective sensor for the clenz reagent fill line (unrelated to the event) and replaced the sensor as a preventative measure. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. (B)(4).